Event description:
Physician was attempting to create a flow blockage using mo.ma device. It was reported that the distal balloon could not block the eca, the balloon did not totally inflate, and only able to be partially inflated. There was no abnormality noted on the device, no resistance felt while advancing the device and force was not applied to device while advancing. The device did not pass through a previously deployed stent. Physician used a new device to complete the procedure. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Results and conclusions: (based on the information available no root cause can be determined). (No device returned for analysis). (No device returned for analysis). (B)(4).

Manufacturer narrative:
Related to operational context (event most likely procedural related) (B)(4).

Event description:
Device evaluation: traces of radio opaque solution were detected inside the inflation lumens but the lumens were not occluded so inflation/deflation test of the balloons could be performed without problem. The distal balloon presented damage on the surface, lined by traces of dried blood. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the proximal inflation line. Bubbles stopped after 15 seconds. However, a few bubbles continued to appear after 15 seconds when the distal inflation line was tested, indicating a leakage. Then, both balloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). The proximal balloon was inflated and no leakage/pinhole was detected after 30 minutes of inflation. A leakage was detected on the distal balloon. It was analysed by microscope and a cut was detected on the balloon surface. No other abnormalities detected on the device.